Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 38 mg/dl. The customer did experienced the symptoms such as kidney problems, gastroparesis, diarrhea. The customer was treated by carbohydrate. Customer was passed out. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.